Event description:
On 5/29/95 an air leak was noted from drive line insertion site. On 5/30/95 the pt was taken to the or for repair of device. The coil exit from the pump was split and a crack in the silistic wrap was noted. Following repair the pt continued to deteriorate and died on 5/31/95.